Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter stated that the pump vibrated and the display went blank. After vibrating, ¿animas¿ appeared on the display screen for a few seconds before the screen went blank again. The display screen remained blank and unresponsive to user input until the pump was rebooted. This cycle allegedly occurred three times in a day. The pump alarm history reportedly recorded a cs 054 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/15/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump black box data revealed multiple cs 052 & 054 call service alarms, which are consistent with sleep alarms and may cause the display to be blank for several minutes. During testing, the pump powered on properly, and the display screen appeared fully illuminated and functional. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated alarms. The pump case was removed and no evidence of moisture ingress was observed. No damage was found to the internal components.